Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that numerous incorrect wrench insertions by the user/physician resulted in excessive septum punchouts that landed in and filled the setscrew inset. The septum punchouts prevented the wrench tip from properly engaging the inset, causing it to slip and ultimately strip the inset during use by the physician. For lab testing the septum punchouts were removed from the setscrew inset. A wrench was inserted to engage the unstripped portion of the inset. The setscrew could be untightened normally, and the stuck atrial lead was removed from the connector header. The problem was caused by the incorrect wrench insertions by the user/physician.

Event description:
During a routine device exchange procedure, the atrial set screw could not be loosened and the set screw appeared to be stripped. Additionally, the hex wrench would not fit into the set screw. The atrial lead was cut and the device was explanted to resolve the event. The patient was stable and will continue to be monitored.